Manufacturer narrative:
10/2/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Our evaluation of the device found the center rod broken. The device has been redesigned with an improved center rod design.

Event description:
During an unspecified procedure, the instrument broke in the package.